Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ventral hernia repair. According to the reporter: the balloon broke. Opened another blunt tip trocar. Patient status fine. Additional information requested.